Event description:
It was reported that this left ventricular (lv) lead suffered a fracture, so it was capped and surgically abandoned, with the lead partially extracted. A new device was implanted. No additional adverse patient effects were reported.